Event description:
Additional information from the hcp reports the patient presented on 1/03/205 with fever, redness, swelling, and drainage from the device pocket site. A culture of the device pocket was obtained and determined to be positive for mrsa. The patient was treated with oral antibiotics and total device system explant. The patient experienced drug withdrawal symptoms of headache and weakness.